Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had shut off unexpectedly each day multiple times. Reportedly, the customer's blood sugars were elevated, however an exact value was not provided. Multiple attempts have been made by tandem technical support to follow-up with the customer, however no response was received.